Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device was interrogated and it was noted that wireless telemetry was not available. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Analysis confirmed the reported no tel-c condition. The radio frequency (rf) module power supplies were noted to cycle on and off rather than maintain a constant value. Reading the tel-c status registers did not provide insight into the failure mechanism because the tel-c anomaly triggered the firmware to disable tel-c functionality. Also, there were no rf module interconnect, continuity, or eeprom failures. The rf module was removed from the hybrid and placed into a system breadboard (sbb). The tel-c failure was observed during sbb evaluation as well. Therefore, the failure was isolated to the rf module (u302). However, the failure mechanism within the rf module was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.